Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The pump's flowrate was tested and was found to deliver out of specification. The exact cause of the issue was not determined. The expulsor was replaced.

Event description:
It was reported that the delivery rate is too high. There was no patient involvement.